Event description:
It was reported that "there is a leak near the stopcock where the tubing and stopcock connection meet. The leak is evident immediately after insertion, when the tubing is connected." The customer states: "pigtail supplied in the iab kit that connects to the central lumen at the stopcock end where tubing meets the stopcock."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.